Event description:
It was reported there was a leakage in the proximal end between the extension and needle reservoir. The patient got wet, but soon the device was removed and patient was punctured with another needle. Additional information received: it was reported the patient got a little wet, but it was soon removed and the patient was repunctured with another needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety infusion set. The safety mechanism was not engaged. Light usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed in the extension tubing just proximal of the needle housing. Microscopic inspection of the leak site revealed a sharply defined t-shaped split. A superficial split of the same shape was observed circumferentially opposite the leak. Impressions and material abrasions were observed in the vicinities of the splits. The split edges curved inward. The split features, relative locations of the two splits and the surface features were consistent with damage caused by contact with a traumatic grasping instrument such as forceps or hemostats. It appeared that the device may have been manipulated using such an instrument during attempted device use. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfwf078 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was a leakage in the proximal end between the extension and needle reservoir. The patient got wet, but soon the device was removed and patient was punctured with another needle.